Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf unit esg-400 was presenting an e433 error code during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error e433 could not be determined. Error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. An improved generator board was introduced into production from the beginning of july 2020, after the device was manufactured. It is possible that a faulty generator board caused error e433 to occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.